Manufacturer narrative:
The actual device was not returned to fresenius personnel, therefore the failure mode cannot be confirmed or replicated in field testing. The product information is unavailable. A device history review was performed on potentially related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.